Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the metal cap exhibited signs of melting at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).